Manufacturer narrative:
The review of provided data confirmed the reported system freeze on (B)(6) 2023. Between the end of the threshold test and the switch in inductive mode, the programmer was not responsive, so the freeze is confirmed. Based on available data the root cause of the observed freeze cannot be determined with certainty. It can be suspected that an event dedicated to refresh the interface has been lost and the interface remains in a wrong state. As a result the interface is not refreshed so that all buttons are greyed and cannot be used. However, the switch of communication button is still available and enable to quit the frozen situation. This case is retained and used for trend purposes.

Event description:
Reportedly, the programmer screen froze at the end of the pacing threshold test. An error message was displayed the screen didn't react anymore on any user input.

Event description:
Reportedly, the programmer screen froze at the end of the pacing threshold test. An error message was displayed the screen didn't react anymore on any user input.